Event description:
It was reported that "the cup which was inserted into the cervix melted during surgery." No pt injury.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report. The hospital has already filed a medwatch report regarding this incident.